Manufacturer narrative:
The account received the replacement siderail, however, the suspect device has been placed in the account's storage area and it can't be located. As of this report, the account will replace the siderail once they have located the suspect device. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the siderail will not function due to broken welds, resulting in the siderail unable to latch.